Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had been having a lot of pain at the location of their device. The patient had noted seeing their healthcare provider (hcp) and manufacturer¿s representative (rep) on the day of the report and they were trying to find out if the device had moved. The rep asked if the patient had any incidents that might have caused it and at the time of the meeting she stated she had a car accident a couple of years ago, but has since realized they were also helping their granddaughter move into a new apartment. The patient stated they were washing out cabinets when the pain started, and the pain was noted to be sudden. The patient also noted their hcp ordered an x-ray to see if the device is sitting on a sciatic nerve. The patient was redirected to their hcp. No further complications were reported.

Manufacturer narrative:
Corrected to serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the device was on their right side and was ¿sitting on top of their sciatic nerve,¿ and caused pain ¿all down their legs and across their back.¿ the device was replaced. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient stated that apparently it moved as they went under the kitchen sink into the drawer. The patient had epi blocks and then removal of the implant. They were told it was attached to the nerve and had flipped over. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.